Event description:
It has been reported that a revision surgery was performed, due to scar debridement. The poly insert was exchanged. The revision occurred approx one year from the initial surgery.

Manufacturer narrative:
Na